Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of the returned product sample. The ez-io driver appeared to have minor signs of physical damage. Scratches were visible on the housing of the handle. When the trigger was pulled, the red led indicator light came on and the driver had no power. The trigger and motor were examined and was found to be typical. There were no manufacturing or dimensional abnormalities visually observed on the returned device. The measurements and the functional testing of the motor did not indicate any issues with the gear housing of the driver. A review of manufacturing records did not yield any relevant findings. Analysis of the battery and firmware indicated that the driver had exceeded the theoretical 90% of battery life. The driver appeared to function as designed, as the device illuminated the red led light indicator during the evaluation. This indicates the product is at the end of its life or very near the end of its life. The potential root cause is operational context.

Event description:
An ez-io driver was received from (B)(6) on (B)(6) 2015 at the vidacare facility from (B)(6). The only information that was provided was that the driver failed on a cardiac arrest. They stated that there was not enough torque to drive in the needle.

Manufacturer narrative:
(B)(4). Evaluation codes have been added.

Event description:
An ez-io driver was received from (B)(4) on (B)(6) 2015 at the vidacare facility from (B)(6). The only information that was provided was that the driver failed on a cardiac arrest. They stated that there was not enough torque to drive in the needle.